Event description:
The customer reported that this multigas unit displayed an agent failure error message. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this multigas unit displayed an agent failure error message. According to the customer, the unit is not displaying readings. The issue was discovered during setup. The customer changed out the unit with a spare one and used the same accessories and cables and the spare unit worked fine. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this multigas unit displayed an agent failure error message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed an agent failure error message. According to the customer, the unit is not displaying readings. The issue was discovered during setup. The customer changed out the unit with a spare one and used the same accessories and cables and the spare unit worked fine. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, agent failure error was not produced; however, the no readings issue was duplicated and the unit produced gas line blocked and gas device error messages. The root cause for the reported issue was determined to be pump and/or sensor failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 e1 email address. Attempt # 1: 09/23/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: 09/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 09/29/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. D9 is this device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.